Manufacturer narrative:
Phone: (B)(6). Contact state/province/region: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube had air leakage from the balloon. There were no reported adverse events.